Manufacturer narrative:
Section e correction (initial reporter information updated. H3, h6) the returned computer was analyzed. Analysis revealed the reported issue was confirmed. The imaging system application loaded successfully. The bios time and date were incorrect. The resume on ac power setting was set to off. The system setting window confirmed a software change which required a restart. The mvs server was restarted and the system booted completely. Patient data was unable to be removed. The cdrom drive was not accessible. The system was unable to read a cd and there were incorrect 4 partitions of the hard drive. A software issue was confirmed. Fdm 10, fdr 104, fdc 4307 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000090, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The mvs computer was replaced. The system then performed as intended and passed a system checkout. The computer has been returned to medtronic and is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) computer was not booting properly and needed to be replaced. There was no patient involved.